Event description:
It was reported that a malfunction alarm occurred. The malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 275-280 mg/dl.